Manufacturer narrative:
It is reported that the resolute integrity stent was implanted in the lad during index procedure. Cec adjudicated stroke and death events as not related to device.

Manufacturer narrative:
Patient has a history of hypertension, diabetes, previous pci and previous pad. Index procedure was prompted by silent ischemia. Patient death was indicated as a sudden death. Investigator indicated that the reported events (stroke, death) were not related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
On the day of the index procedure the patient had a resolute integrity drug eluting stent implanted. Index procedure was carried out. Approximately 7 months post index procedure patient presented to hospital with pain on the left side of the body. MRI was performed and cerebral infarction in the right pons cerebelli was observed. Patient expired the following day due to acute deterioration in patient. Cec adjudicated the cerebral infarction event as ischemic stroke and the death event as vascular death.